Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that when the ins was turned on the ins is shocking/zapping them. Patient also mentioned that the ins is also making them shake which makes them keeps falling and falling when the ins is on. Patient mentioned that the issue started around dec-2024. Patient mentioned that they've already contacted their hcp and the patient had the ins turned off. No troubleshooting was performed as the patient was afraid to turn the ins on and it is already off. Patient mentioned that they needed an MRI however the MRI facility is denying them as the patient had missed to provide a serial number. Patient mentioned that they already provided all the information that was on their patient ID card. Agent reviewed MRI mode to the patient which will indicate what type of MRI they will be eligible however unable to walk the patient through as the handset was not charged and patient will just call back once it is charged. The patient called back stating yesterday the communicator wouldn't charge or power on. Patient states trying different cords and has not used the communicator in many months. Agent sent request to repair to replace. Caller states falling a lot since about (B)(6) 2024 and fell on top of ins. Caller feels like falls are related to implant. Caller states doctor instructed patient to turn off therapy since then because patient was shaking. Patient states trying to turn therapy on at the beginning of 2025 and still had the shakes if the therapy was on or off. Patient states also when they put the communicator over implant and turn on therapy they feel a zap. Patient states being fine until they began falling. Caller states they have seen hcp not too long ago and the doctor knows about the issue. Caller states a neurologists has ordered a MRI of the head and neck but patient needs to be able to use equipment for MRI mode.

Event description:
Additional information was received from the patient. They called back for help with MRI mode. The patient was guided through MRI mode, and they were seeing "communicator not found" due to getting a replacement communicator. The patient used the "switch device" option and they were able to connect to the communicator and implant. The patient was able to put the device into MRI mode. The patient commented that they had been falling a lot, so the device was "messed up inside" of them and the therapy had been turned off.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.